Manufacturer narrative:
Concomitant medical products: syringe, cvp; therapy date (B)(6) 2019. Although requested, patient demographics were not provided by the customer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a patient did not receive adequate fentanyl sedation resulting in agitation by the patient, and an increase in ventilator alarms. The patient 'nearly coded' 2 times, and became hypotensive with a systolic blood pressure in the 50's. The patient was also bradycardic in the morning with a heart rate in the 40's. In the afternoon, the patient's oxygen desaturated to the 40's. The patient was agitated with ventilator alarms despite being placed on a fentanyl drip. When the nurse checked on the patient to increase the sedation, it was noted that the fentanyl syringe was laying on top of the device (disconnected), even though the device continued to infuse without an alarm via a central line. Subsequently, the patient desaturated again and was ventilated with a resuscitator bag. It was not determined if the desaturation was from a mucus plug, or due to severe agitation and ongoing patient/vent asynchrony. The defective tubing was then run in another device without the syringe, and that device did not alarm either. Although requested, there was no further information provided regarding this event.